Event description:
Patient reported she was having issues with the spring in the pump fighting her toward the end of her infusion. She was able to infuse whole amount, but it was difficult and having resistance. This was the pump dispensed in 2023. No missed dose or adverse events reported. No further detail was provided. Product lot number and expiration date are unknown. Unknown if patient has device on hand for return indications: other common variable immunodeficiencies; selective deficiency of immunoglobulina [iga] hereditary hypogammaglobulinemia. Reported to (B)(6) by pt/caregiver.